Event description:
Drain inserted on 10/18/95 s/p diagnostic laparoscopy; open appendectomy. When the drain was pulled on 10/22/95, a portion remained in the pt's wound. The pt was taken to the or to remove the broken portion.